Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that a cs-088 'call service alarm' occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: black box and alarm history show evidence of ¿cs088¿ watch dog alarms, returned battery cap¿s thread are stripped. A test battery cap was used during investigation. ¿ez-prime¿ steps were performed correctly, no ¿cs088¿ alarm or any eaw occurred during the investigation, unable to duplicate ¿cs088¿ complaint. Leak test failed due a battery compartment leak, the pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)